Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was currently hospitalized due to a high blood glucose level of 461 mg/dl and ketones. The customer was wearing the insulin pump at the time of admission. Blood glucose level at the time of the call was 220 mg/dl. Troubleshooting was not completed. The insulin pump was not replaced or returned for analysis.